Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited low pacing impedance. Additionally, there was low amplitude on the ra lead. Surgical intervention was done and both products were replaced. The ra lead was surgically abandoned. No additional adverse patient effects were reported.